Event description:
It was reported that a flush port detachment occurred. During initial preparation of the farawave catheter for a pulse field ablation procedure (pfa), it was observed the flush port was detached and absent. A new farawave catheter was successfully prepared for use and the pfa procedure was performed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. Device analysis: upon receipt at a boston scientific (bsc) post market quality assurance laboratory, the farawave catheter was analyzed by a bsc quality investigator. The farawave catheter was visually and microscopically examined. Visual inspection identified the strain relief was detached from the luer. Microscopy performed with ultraviolet light revealed there was separation between the strain relief and luer. Based on analysis of the returned farawave catheter, the reported event of detachment of device or device component was confirmed.

Event description:
It was reported that a flush port detachment occurred. During initial preparation of the farawave catheter for a pulse field ablation procedure (pfa), it was observed the flush port was detached and absent. A new farawave catheter was successfully prepared for use and the pfa procedure was performed. No patient complications were reported.